Event description:
The device was inserted without issue on (B)(6) 2016. Patient began complaining of nausea and vomiting several weeks after insertion. The physician scheduled a removal procedure per patient's wishes. Upon inspection during the scheduled removal, the physician noted the distal balloon wedged near the antrum, prohibiting foods and fluids from draining out of the stomach. The balloon was removed on (B)(6) 2016 without incident and no further issues were reported.